Event description:
I was diagnosed with an autoimmune disease I did not have prior to breast implants. I was also anemic, another problem I've never had. Also stage 3 adrenal fatigue which hasn't improved since I was diagnosed. Extreme fatigue, hair loss, anxiety, insomnia. FDA safety report ID# (B)(4).